Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) reached elective replacement indicator (eri). The device battery was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended and a replacement interval was discussed. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) reached elective replacement indicator (eri). The device battery was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended and a replacement interval was discussed. No adverse patient effects were reported. This device remains in service. It was reported that the patient ejection fraction has improved, and the physician does not plan to replace the device. A health care professional (hcp) contacted technical services (ts) and inquired how to turn off device therapies. Ts assisted the hcp with making programming changes.